Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant was removed due to pain and necrosis.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified some bone debris on the vent and some scratches on the threads but no evidence of any significant damage that contributed to the reported event. The product matched print specification when compared to drawing. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions were noted on the product experience report (per). Patient had low density (type iii) bone. The implant had been placed on tooth #22 for approximately 3 years 7 months. X-ray image or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there one related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to pain and necrosis. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes' .